Event description:
Additional information was received that increased capture noted on the left ventricular (lv) lead again. The lv lead was reprogrammed to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the left ventricular (lv) was noted as dislodged and there was a loss of capture. The lv lead was reprogrammed to resolve the event and the patient was stable.